Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s current blood glucose level was 144 mg/dl. The customer¿s blood glucose level last night was 247 mg/dl and had one reading 590 mg/dl. The customer reported that the cannula was bent. The insulin pump will not be returned for analysis.